Event description:
The pump was returned for investigation. Investigation revealed that the pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed multiple occlusion alarms with high force observed in the black box. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no occlusions duplicated. The force sensor calibration reading is within normal specifications. The pump was opened, no damage was found to the force sensor or on the power circuits. Pump booted to the verify screen with dim pink contrast. Pump cover was removed and the old screen was removed and replaced with a new test screen, contrast returned to normal with test screen. The display lens was scratched. The keypad symbols were found to be worn. (B)(6).